Event description:
A customer contacted baxter?s technical service center to request assistance on the home choice (hc). Per the initial report, the home patient (hp) they were in drain 2 all night, the hp was not having any overfill symptoms. The technical service representative (tsr) reviewed the alarm log and found a check lines and bags alarm (see related complaint). The drain volume (dv) was 11421ml. The tsr reviewed the programming. The hp's programming was as followed: continuous cycling peritoneal dialysis (ccpd) therapy, total volume (tv) was 10000ml, therapy time (tt) was 8.00 hrs, fill volume (fv) was 2000ml, last fill volume (lfv) of 0ml. The tsr initiated a swap of the device. The call was dropped, the tsr tried to call back but the hp did not answer. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the registered nurse (rn) on (B)(6) 2012 regarding the reported incident. The rn stated the home patients (hp) had gotten her new hc and they programmed it. The drain volume that was stated at the time of the call was incorrect, as her total therapy volume is 10000ml and cycle fill volume is 2000ml. The hp's therapy has been going fine and they are not having any other issues.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Manufacturer narrative:
(B)(4). The device was received and evaluated for the reported issue of iipv-adult. The sample evaluation found no failure or malfunction was identified that could have caused or contributed to the reported difficulty. The reported issue of iipv-adult: ((occurrence date (B)(6) 2012 at 02:19:27 drain vol. Of 11443 ml (uf vol. 9441 + fill vol. 2002 ml) during cycle 2)) was confirmed in the logs but not duplicated during pal evaluation. The assignable cause: undetermined. The device was determined to meet functional and electrical performance specification requirements per rite testing. Device meets specification for the reported issue of iipv-adult. The device will be sent to service area for servicing.

Manufacturer narrative:
(B)(4). The reported drain volume meeting iipv criteria was confirmed through event history log review. The cause of this issue was unexpected high uf. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.